Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 80-90% stenosed, target lesion was located in the non-tortuous and highly calcified left anterior descending (lad) artery. A 2.50x16mm promus element plus drug eluting stent was selected and advanced to treat the target lesion; however, the catheter was unable to cross the lesion. When the device was pulled back, it was noticed that a couple of the stent strus were pulled away from the delivery system balloon. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).